Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the glass cap proximal to the fracture was found to be detached. There was no indication or report of any part of the device remaining inside the patient. Severe burnt detritus on the metal cap and severe devitrification at the output window were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "burnt out" / ceased to properly function at 102, 468 joules of use. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to patient."